Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g5. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the sample evaluation, the sheath was identified fractured and none of the components were found broken. An indication for a manufacturing related issue could not be found. Increased release force may be related to a difficult patient anatomy or a challenging placement site leading to friction increase during deployment. Insufficient flushing of the device, or inadequate accessories may be contributing factors to the reported issue. In this case, the device was flushed, and the lesion was tortuous; however, was predilated. It was reported that the deployment system break; however, they were referring to the sheath fracture. The intended use of the stent graft for a bevar procedure represents an off-label use of the device. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Additionally, the intended use of the stent graft for a bevar procedure represents an off-label use of the device. Based on the instructions for use supplied with this product the fluency® plus vascular stent graft is intended to for use in the iliac and femoral arteries. H10: d4 (expiry date: 08/2023), g3. H11: h6 (results, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the deployment of vascular stent graft in the right femoral artery via bevar procedure, the deployment system was allegedly broken. Reportedly, a replacement stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. (Expiry date: 08/2023).

Event description:
It was reported that during the deployment of vascular stent graft in the right femoral artery via bevar procedure, the deployment system was allegedly broken. Reportedly, a replacement stent graft was used to complete the procedure. There was no reported patient injury.